Manufacturer narrative:
This report is submitted on march 06, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced issues with granulation tissue at abutment site; subsequently the patient was treated with a topical antibiotic and topical steroid (date and duration not reported).